Event description:
It was reported that this right atrial (ra) lead exhibited high capture thresholds and high out of range pace impedance measurements resulting in a lead safety switch. A lead fracture was suspected. A revision procedure was performed and this lead was surgically abandoned and replaced. No additional adverse patient effects were reported.